Manufacturer narrative:
The returned device was evaluated. During evaluation the unit display can reproduce text and graphics normally however top portion of the display is corrupted due to a defective lcd. The main lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over ten (10) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
A display failure was reported as there are lines of dead pixels displayed. There were no consequences or impact to patient.